Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was believed to go through the patient¿s atrial septal defect and into the left ventricle. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.